Event description:
It was reported that during insertion of the iab through an introducer sheath, the iab and sheath kinked. Because of this, the assembly was removed and replaced. There were no pt complications. The clinicians involved suspect that the pt has "vascular stricture" since the spring wire guide buckled when it was inserted.